Event description:
During the treatment of aneurysms of the posterior inferior cerebellar artery(pica), the physician found the detachment can't be activated after connecting with the proximal end of delivery wire, the coil was detached in the base tip artery when the physician tried to retract and replace it, in order to prevent the movement of the detached coil, the physician had to implant 2 e2 stents, the surgery was finished smoothly, but the cost of the operation was out of budget, the patient was assume to appeal it for the high cost. The coil delivery pusher and the coil hadn't be collected, the operation video had been burn to cd to send back to the company.

Manufacturer narrative:
Check all the production information in the batch record, no any non-conformance found; based on the images, videos and the communication with the physician, the detachment used in the surgery had been used to detach several coils (more than 6 or 7), because it's the only detachment in the operation room, when the detachment failed, no other detachment to be replaced. The physician had to retract the undetached coil, and the unexpected detachment was occurred then. As a result, the two e2 stents must be implanted to prevent the movement of the detached coils, the root cause can't be identified and we will keep on surveillance this kind of case.